Manufacturer narrative:
Additional information: d4(UDI), e1(street 1, city and region), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the deployed clips noted it was fully formed with one track not aligned and off to the side. No damage could be observed on the clip body. It was reported that the clips were misaligned. The reported issue was confirmed. The most likely cause could not be established from the information available. The issue may occur if a side force or twist was applied to the clip track during application causing the clip track to not stay aligned. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: place the jaws of the cartridge around the tissue to be ligated until they can be seen beyond the tissue. Rotation of the instrument shaft will facilitate placement of the clip cartridge. Ensure that the tissue to be ligated is located completely within the confines of the clip prior to closer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic cholecystectomy, when two laparoscopic clips were applied in the required anatomical position in the vessel, there was an observed asymmetry in the clips. The clips were misaligned. There was no patient injury.